Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing thresholds were noted on the right atrial lead as well as low sensing. The lead was programmed to unipolar configuration and the device was reprogrammed. No adverse patient effects were reported. Additional information noted that a follow up took place and it was noted that there were many anti tachycardia response recorded due to oversensing on the right atrial lead, and the noise could be recreated with isometric testing. The right ventricular pacing thresholds had also increased. The leads were competitor leads. The most recent information noted that a revision took place and the device was explanted and the competitor leads were surgically abandoned. No additional adverse patient effects were reported. The device will not be returned.